Event description:
The nurse started the medication infusion of methotrexate at a rate of 125ml/hr, and twelve hours later they observed that 900ml more than expected had been delivered. There was no patient injury.

Manufacturer narrative:
The hospital has refused to return the device to the MFR for a complete evaluation. B.braun was allowed to examine the device at the user facility under their supervision. The device was delivered within specification.